Event description:
It was reported that the lead impedances had been previously trending within normal ranges, and was now exhibiting high impedances. Closer monitoring was recommended, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.